Manufacturer narrative:
Batch review performed on 26-sep-2022. Lot 2010672: (B)(4) items manufactured and released on 27-jan-2021. Expiration date: 2026-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Clinical evaluation performed by medical affairs department: revision 6 months after the index tha in a overweight patient. The patient reported pain and according to report, the pain was due to lack of osteointegration. From the radiographic images, the position of the acetabular cup appears to be suboptimal. We cannot tell if this is the result of post-surgery migration or the surgeon's choice: in the latter case, no explanation for this decision was supplied. Additionally, the stem is undersized and in pronounced varus position which may be not of help given the high weight of the patient. In these conditions, primary stability may be severly challenged and osteointegration may become more unlikely. No reason to suspect faulty implants. Preliminary investigation performed by r&d department: looking at the images attached to the complaint it is visible that the explanted stem is covered with patient blood. It is not possible to evaluate if the coating has been absorbed by patient bone or not. Some signs and scratches are present on the neck surface probably due to revision surgery. It is not possible to determine the root cause of reported pain and incorrect osteointegration.

Event description:
At about 6 months after the primary surgery, the patient came in reporting hip pain probably due to lacking of osteointegration. Stem and head were revised and the surgery was completed successfully.